Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were currently experiencing high blood glucose of 450 m/dl on (B)(6) 2017. Customer treated of the high blood glucose with a bolus from the insulin pump. The customer did not experience any symptoms. The customer had last changed the infusion set that same day. No leaks or air bubbles were noted. No issues were noted with the site or insulin. Programming on the insulin pump was correct. Customer declined performing the high pressure test. Self test was performed on the insulin pump and it passed. The insulin pump is not returning for analysis.